Event description:
Leaking additive cassette. During the case caller noticed the additive volume was low. They then discovered that the additive cassette was leaking. (This was a 7 hour pump run). They changed the additive cassette and put in a replacement. The case finished without further incident.